Manufacturer narrative:
Based on the current information provided, the root cause of the customer-reported failure mode and intra-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi received the black sureform 60 reload involved with this complaint and completed the device investigations. The stapler reload was found to have the knife exposed within the knife track. The stapler reload was also found to have a firing failure based on log review and during the in-house inspection. The log review had an error of "tissue too thick to continue." The root cause of this failure is attributed to a component failure. The stapler reload was observed to be partially fired. The stapler reload was disassembled in-house and the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed near the location of the exposed component. The root cause of this failure is attributed to the user. The stapler reload was also observed to be broken at the distal end. There was a broken piece returned measuring approximately 0.165" x 0.386." The root cause of this failure is attributed to the user. Isi has received the sureform 60 stapler instrument (part# 480460-09; lot# l90220126-0005) associated with this complaint and completed investigations. The instrument was found to have a firing failure based on log review, but was not replicated during in-house testing. A review of logs showed 1 firing failure with an error of "tissue too thick to continue." The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument passed the hi challenge foam test without any issues. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The root cause is not determinable. A review of the system and instrument logs has been performed. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sadi-s procedure, an incomplete and/or partial fire occurred after a black sureform 60 reload was fired with a sureform 60 stapler instrument. It is unclear if there was any unapproximated tissue as a result of the stapling issue(s). The customer completed the case with a hand-held laparoscopic stapler instrument. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodenal-ileal bypass with sleeve (sadi-s) procedure, there was a firing issue involving a sureform 60 stapler instrument and a black sureform 60 reload. It was alleged that the stapler instrument would not fire and had an incomplete/partial fire issue. As a result, the surgeon had to use a hand-held stapler instrument to continue the procedure. Intuitive surgical, inc (isi) received additional information about the complaint from the site's robotics coordinator: the sureform 60 stapler instrument was inspected prior to use and no damage was noted. The surgeon was stapling the stomach. The stapler started firing. However, the firing process was not completed. The stapler instrument was fired one time. The customer received an error message "unable to complete fire". No obstructions were noted. The surgeon used seam guard. It is unknown if malformed staples or any clamping issues were noted. The tissue was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. It is unknown if tension or tissue bunching was experienced. Minimal bleeding was observed. Although the surgeon used a hand-held laparoscopic stapler instrument after the event occurred, the procedure was completed robotically with no injury to the patient. No images or videos are available.

Manufacturer narrative:
Additional information can be found in sections: g3, g6, h2, and h10 the stapler logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer and the following findings were obtained: the logs show that sureform 60 stapler instrument (part #480460-09, lot #l90220126-0005) was the first sureform 60 instrument installed and it was installed 2 times and fired 1 reload (black). The first install was with a green reload, and there were 2 incomplete clamps in 2 clamp attempts. The stapler instrument was then removed without completing a clamp (or fire). The second install used a black reload and the instrument had 2 incomplete clamps in 3 clamp attempts (3rd clamp was completed). Then the subsequent firing failed at 50% completion following multiple pauses for compression. After this install, a new sureform 60 stapler instrument (part #480460-09, lot #l90220126-0008) was installed with a green reload. The instrument clamped successfully per the logs, but the subsequent firing failed at 59% completion following multiple pauses for compression.

Event description:
Refer to h10/h11 for follow-up information.